Event description:
It was reported that the patient's generator replacement surgery was cancelled due to a high impedance. Per the physician's office, the lead was broken during surgery. Diagnostics were performed on the patient's generator during their last appointment and were within normal limits. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Event description:
It was later reported that the patient was getting x-rays of their chest to see how much of the lead remains implanted. X-rays have not been received by manufacturer to date.

Event description:
New ap chest x-rays were received and reviewed. The x-rays were provided with report of high impedance. Based on the angle of the image of the generator, lead pin insertion cannot be confirmed. The generator is placed per labeling. Both feedthru wires appear intact. There is strain relief present, but based on the image, it is unable to be assessed if the strain relief is placed per labelling. Three tie downs are seen but are not placed per labeling, as one of the tie downs is not present near the strain relief loop. There was a portion of the lead that appeared to be routed behind the generator. No sharp angles were seen. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. The x-rays assessed show that the lead is still connected to the generator.

Event description:
Information was received that the lead was disconnected from the generator during surgery.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently did not include information regarding the fibrosis. Corrected data: follow-up report #1 inadvertently did not include information regarding the fibrosis.

Event description:
It was reported that the surgeon found the lead covered in scar tissue.